Event description:
On 12/1/2023 infutronix received a report that a patient had tubing that was leaking during their infusion. The tubing was discarded. Patient involved. Patient was not harmed the end user facility reached out on (B)(6) 2023 and stated that the leak appeared to be where the tubing connected.

Manufacturer narrative:
DHR was reviewed and the tubing lot passed all previous tests. There are no other complaints on this lot #. The tubing was discarded so no evaluation of the actual returned product will be completed.